Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient¿s pump was changed out in 2014 regarding a pump failure. The patient had asked the physician at the time of the replacement, and it was noted that it was because it went dry. The physician had set them up for a pump refill and it went dry and when they refilled it, it ended up ¿shutting down¿ sometime in 2014. The date (B)(6) 2014 is considered an approximate date of event (year known only). It was further reported that the patient "went through profanity for 4 months¿ because they had the dosage in half at the time of the pump change out because they weren¿t sure how much it was dispensing or not dispensing. At that time, the patient went through having it turned up from a halfway point to where it should be, and they also moved the medication up once a week. No further patient complications have been reported as a result of this event.